Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) cleaned the tower door latches that were intermittently double-clicking, restoring proper operation without replacement parts. Customer confirmed all doors were functioning correctly; hardware test application diagnostics were not performed due to customer time constraints. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower mcpeds1 doors 1 and 7 continued to fail during medication transactions, causing discrepancies and leading to blind stockouts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.